Manufacturer narrative:
A getinge field service engineer evaluated the unit for the reported issue and replaced the faulty screen. The fse performed an electrical safety test as well as all relevant performance and safety checks. The unit passed all tests and calibrations to manufacturer's standards and specifications. The device was returned for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,e1(name,e2,e3,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a faulty screen there was no patient involvement.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a fault screen there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.